Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 required maintenance as all pockets in that section were offline on the bus and could not be recovered. The field service engineer (fse) re-seated the cable connections at the rear to assess the need for hardware replacement, performed functionality checks on the drawer, and confirmed successful operation, resolving the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user attempted to recover a failed pocket by power cycled the unit and accessed the rear of the station to perform troubleshooting, including checked all pockets. Despite these efforts, the entire compartment of drawer 4 was now indicated as required maintenance, and all pockets within that drawer were reported as not detected on the bus and cannot be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.